Event description:
In 1973, rptr had implants implanted. In 1980, the left implant ruptured. It was replaced. In 1994, the left implant became rock hard with fibrotic calcified tissue. It was replaced.